Event description:
It was reported by svc report that the foot end side rail latch is broken and the casing around it snapped off. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail latch mechanism.